Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition and a ¿call your doctor¿ message. The patient got the messaged after he fully recharged his implantable neurostimulator the day prior to the notified date. It was noted that the patient was unable to adjust stimulation, but the patient was walked through on clearing the por and the action resolved that reported issue. No patient symptoms reported. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.